Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. The clip successfully fired but hemostasis was not achieved. The device was difficult to remove, but it was manually removed using pressure and some force. Reportedly, the safety release button was activated but did not release. The vessel locator button did not fully return to the open position and the wings did not fully retract. Hemostasis was achieved with fem-stop. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.